Event description:
Na.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6 (type of investigation), d4 (unique identifier UDI), e1 (event site state). A gas loss alarm reported that the alarm had already occurred and that the bedside team had exchanged the console. They were seeking guidance on how to verify that the alarm would not recur. It was noted that the bedside team had not utilized the help screen or the iab fill key. The support specialist explained the nature of the gas loss alarm and reviewed the appropriate procedural steps to follow if the alarm were to occur again. It was indicated that nurse was not the primary nurse and was calling on behalf of the team, and therefore was not fully aware of the patient¿s clinical status. However, nurse was able to confirm that there was no blood present in the helium tubing. The esp personnel reiterated the recommended steps to be taken in the event of a repeat alarm and encouraged nurse to share the contact information with the primary nurse, advising that call back if the alarm occurred multiple times within an hour so that further troubleshooting could be conducted. Nurse denied any additional needs. However, voice concern regarding a seven-minute delay between her initial call and the callback, and questioned whether all of the initial screening questions asked by dispatch¿such as facility location and device model¿were necessary. The esp personnel explained that these questions are required to ensure that the appropriate and accurate support can be delivered.

Manufacturer narrative:
A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction. Mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.